Manufacturer narrative:
No patient information provided to date after calls to customer 03/05/21, 03/08/21, and 03/10/21.a ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The patient circuit was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction of the bellows causing a loss of mechanical ventilation. There was no report of patient injury.